Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the fluency plus vascular stent. During the stent deployment procedure, the push rod got fractured. It was further reported that the stent partially deployed. Reportedly, the stent was retrieved surgically. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the stent graft products that are cleared in the us. The pro code and 510 k number for the stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation. A video provided shows the blue outer sheath of the device to be fracture distal to the swivel nut. Even though it is reasonable that the fractured outer sheath caused the impossibility to complete stent graft deployment, the partial stent graft deployment or any other components of the delivery system is not shown in the video. In this case, it was reported that the tracking vessel was curved and calcified, the access site and the exact intended placement site was not reported. A thrombectomy device had been used earlier in the procedure to remove the thrombus. A guidewire with a smaller diameter than specified in the IFU was used, which may have resulted in inadequate stabilization support during deployment. Based on the information available, the reported fracture of the outer sheath of the stent graft delivery system is confirmed. Even though it is reasonable that the fractured outer sheath caused the impossibility to complete stent graft deployment, the reported partial stent graft deployment could not be confirmed. Based on information available and as the delivery system was not returned for evaluation, a definite root cause for the reported event could not be determined. As it was reported that the device was used for treatment of an arterial thrombosis in the right lower limb and the fluency plus vascular stent graft is indicated for the treatment of lesions in the iliac arteries, the intended use of the device is considered to be off label. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue as well as potential factors were found addressed in the instructions for use (IFU). According to the IFU potential complications and adverse events that may be associated with the fluency plus vascular stent graft or the related procedure, e.g., amputation, stent graft misplacement, surgical intervention or vessel injury. Regarding precaution the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." And "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". "Pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". According to the labeling supplied with this product a 9f introducer sheath and a super stiff guidewire with a 0.035 inch (0.89 mm) diameter are required for the procedure. The fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. As it was reported that the device was used for treatment of an arterial thrombosis in the right lower limb, the intended use of the device is considered to be off label. B5, e1, g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the stent graft products that are cleared in the us. The pro code and 510 k number for the stent graft products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the fluency plus vascular stent. During stent deployment procedure, the push rod got fractured. The stent was retrieved surgically. The patient status was unknown.